Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Please retract this MDR 2938836-2014-19249 as the reported infection was related to the previously implanted device, cd3265-40q, (B)(4) which was reported via alternative summary reporting on (B)(4) 2015.